Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status such as poor vad filling due to right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The device remains implanted.

Event description:
It was reported from (B)(6) that the patient experienced several gastrointestinal (gi) bleedings around (B)(6) 2015, the medical doctor (md) recommended to set the acetylsalicylic acid (ass) off. On (B)(6) 2015 the md recommended to set the ass on again. The patient received lysis while their inr was 2,2. Increase of flow and power consumption were also experienced by the patient but the hospital reported that the patient was stable with no consequences or impact.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.